Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end users experience could not be determined. DHR review for pip-200-30p-ww, lot 173593t showed that no nonconformances were generated for the lot. The reported complaint was not confirmed. While the root cause is unknown for this case, similar issues that resulted in intra-operative pip fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager of extremity orthopedic reported on behalf of the customer that the pip-200-30p-ww pip sz. 30 proximal was implanted to a (B)(6) female patient on (B)(6) 2019. The surgeon decided originally to use pyrocarbon in the pip joint. After successful bone preparation and distal implant put in place, they started to impact the proximal implant and the head of the implant both completely from the stem. After that, they used a backup proximal implant and did not fit. They completed the case using a silicone pip implant. Additional information received on 01jul2019 indicating that the patient had osteoarthritis (mild to moderate on x-ray but very symptomatic). A 30-minute delay was noted but there was no adverse effect to the patient. Also stated that since the head sheared off the prosthesis, the stem was press fit in the medullary canal and the broken end flush with the cut end of the bone. They have to use a drill to break up the prosthesis to remove it and they could not get a stable fit with the pyrocarbon afterwards. An unplanned silicone arthroplasty due to a significant carbon debris in the bone soft tissue and they were unsure on how it would affect bone healing. The stem was destroyed in the process of removing it.